Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 340 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was able to rewind without incident. However, the insulin pump had alarmed bad battery, off no power, and no delivery. Troubleshooting was declined for those issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No motor error alarm or excessive no delivery alarm noted during our testing. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating current measurement was normal. No unexpected low battery, bad battery alarm, off no power alarm or battery indicator anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage on the battery cap noted.